Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance when filling the cartridge with the syringe. The cartridge was changed and resistance was still felt. The syringe needle tip was changed and the cartridge was able to be filled. The customer's blood glucose level was not impacted.